Event description:
It was reported that the surgeon was unable to reconnect the bend relief to the left ventricular assist device (lvad) without further opening the patient. Clinical recommended that the bend relief must be reconnected to the lvad for the safety of the patient. The surgeon acknowledged the comment but was unable to reconnect and left the bend relief disconnected. Related manufacturer's report: 2916596-2022-15762.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft bend relief disconnect could not be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 milimeters without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.